Event description:
Reporter saw recall of solution this morning, and decided to contact FDA with report. She and fiance, whose a chiropractor, began using solution the first week in may soon after they both experienced bright red eyes, irritation, sensitivity to sunlight, and watery discharge, they've been prescribed drops for which they initially instilled 4 times daily, but have been reduced to 2x daily. She states doctor had them to discontinue solution and case. They have been improving symptomaticallly.